Event description:
It was reported that a large volume infusor was leaking from the infusor cap. Upon initiating administration to the patient, it was observed that medication was leaking from the infusor cap. The device contained 10 vials of the 500 mg oncologic drug fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 19-20, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video observed leakage of fluid out of the device at the area of the red coil cap, when the bottle was manually squeezed by hand. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.